Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
Customer allegedly received the following results, with two different nano meters, within 10 minutes: 327 mg/dl (nano 1), 112 mg/dl (nano 2), and 165 mg/dl (nano 1). Results were obtained using different strip lots. No adverse event reported. Return of the suspect device was requested for evaluation.